Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d274drg ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.